Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
The customer reported a high blower temperature. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Event description:
The customer reported a high blower temperature. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date received by manufacturer: 23sep2019. Report date: 24sep2019. Multiple attempts were made to contact the customer for information regarding the repair status of this device, but to date, the customer could not be reached. Although requested, patient information was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.